Event description:
It was reported that the bone cement monomer ampoule had a crack. Another product was used to complete the surgery.

Manufacturer narrative:
Eval summary: it is possible that the box was damaged during shipping; however, with the info provided, the exact root cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.